Manufacturer narrative:
Patient age is unknown; however over (B) (6) years old. Patient's weight is unknown (B) (4) - no code available (no device failure reported). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)

Event description:
It was reported to boston scientific corporation that a radial jaw hot 3 single-use biopsy forceps was used during a colonoscopy/polypectomy procedure performed on (B) (6) 2010. According to the complainant, during the procedure, the physician noticed that the device caused a burn in the colon approximately 5-7cm from the distal tip of the device. The procedure was completed with another radial jaw hot 3 single-use biopsy forceps device. The patient is being observed and his condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a radial jaw hot 3 single-use biopsy forceps was used during a colonoscopy/polypectomy procedure performed on (B) (6) 2010. According to the complainant, during the procedure, the physician noticed that the device caused a burn in the colon approximately 5-7cm from the distal tip of the device. The procedure was completed with another radial jaw hot 3 single-use biopsy forceps device. The patient is being observed and his condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found no abnormalities and the device was within specifications. Similarly, the returned unit was functionally tested, and it performed according to specifications as the jaws opened and closed normally. Additionally, a resistance test was performed and the device performed within specifications.evaluation of the returned device revealed no issues or defect. Therefore, the root cause of the patient injury could not be determined.a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.bsc reference: a00205828 / 1431986